Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Visual inspection of the provided photographic evidence revealed, the white plastic handle was severely cracked at the middle surface. Based on the observed, condition of the device, the investigation was able to confirm, the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: excel t handle cracked, during use. Presume wear and tear. The device associated with this report was returned to depuy synthes for evaluation. The device is found cracked between the shaft handle intersection. The device presents signs and marks of normal usage like minor nicks and light scratches. Previous investigations found: based on the data acquired, during failure analysis, the t-handles are cracking, due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. A dimensional inspection and a functional test were not performed, since it is not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the excel t-handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation. Visual inspection of the provided photographic evidence revealed the white plastic handle was severely cracked at the middle surface. Based on the observed condition of the device, the investigation was able to confirm the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Visual inspection of the provided photographic evidence revealed the white plastic handle was severely cracked at the middle surface. Based on the observed condition of the device, the investigation was able to confirm the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the excel t-handle cracked during use. Presume wear and tear.